Event description:
On (B)(6) 2025 a patient underwent a port placement procedure using powerport isp MRI through the access site of right internal jugular vein. During the procedure the guide wire allegedly appeared to be pulling, respectively, retrieved and the puncture needle. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows the complete view of one guidewire inside guidewire hoop and one without the guidewire hoop. Guidewire is noted be stretch. Therefore, the investigation is confirmed for the identified stretch issue. However, the investigation is inconclusive for the reported physical resistance issue as the exact circumstances at the time of the reported event cannot be verified from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.